Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms and high pacing threshold measurements. All other measurements were acceptable and the lead was capturing and sensing appropriately. Additional information obtained from the field representative that the cause of these observations was not determined and both the impedance and threshold measurements have been high since implant. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.